Event description:
It was reported that a "male transobturator sling" was implanted on (B)(6) 2009, sling type was not available. It was reported, the pt's incontinence improved after the implant, but later urinary retention developed and required intermittent self catheterization. In (B)(6) 2012, the pt had an add'l urinary incontinence device implanted.

Manufacturer narrative:
It is unk what incontinence mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.